Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient had a pump exchange due to a percutaneous lead fracture identified near the pump, on the internal portion of the lead. The fracture was causing a low speed hazard condition where the set speed was dropping below the auto low setting. The log files confirm the low speed hazard. The decision was made to exchange the pump.

Manufacturer narrative:
(B)(4). The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.